Event description:
Biomet hip prosthesis device called a ringloc had constrained liner that broke prior to surgery, and pt had a relocation of the right hip. This product was designed to break under sufficient stress so that greater damage would not occur. Because the pt had had recurrent dislocations of the right hip, an approval was received from investigational review board to trial the device. In 2002, a different device was inserted.